Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: during ventilation, the ventilator in use completely failed to ventilate when the intellicuff tube is connected. It was reported that the monitor displayed: "limits exceeded, ventilator is shutting down for safety reasons."the error occurs sporadically. The device does not continue ventilating. After a restart, the error reoccurred. Following another restart, ventilation was possible again. The ventilator was replaced by an alternative device. The issue occurred during the ventilation of a patient. Health effects: no health effects were observed or reported as the device could be replaced. Health impact: no adverse health consequences or impacts occurred during the event as the device could be replaced.

Event description:
The following was reported to hamilton medical ag: the user said that the alarm: 'obstructed' was on the screen and they decided to retire the device, turn it off and use a backup c6. When I went to check the unit, it does not start. It takes a lot of time iniciating the unit and finally starts alarming with a red light. I attach a video.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. A detailed investigation was performed by an expert from the technical service: the investigation confirmed that the root cause of the incident was a defective ventilation unit processor board (part n° msp160650). The defective vu processor board prevented the device from starting up. The service technician replaced the vu processor board and ran all required functional tests successfully. The device worked as intended again. This case was assessed reportable since the defective device had to be replaced before the treatment which caused a delay. Even though the delay is not specified by the customer and there was no patient harm - in a worst case scenario - a deterioration of the state of health of the patient cannot be excluded.

Event description:
The following was reported to hamilton medical ag: (1)detailed complaint and failure description: during ventilation, the ventilator in use completely failed to ventilate when the intellicuff tube is connected. It was reported that the monitor displayed: "limits exceeded, ventilator is shutting down for safety reasons."the error occurs sporadically. The device does not continue ventilating. After a restart, the error reoccurred. Following another restart, ventilation was possible again. The ventilator was replaced by an alternative device. (2) the issue occurred during the ventilation of a patient. Health effects: no health effects were observed or reported as the device could be replaced. Health impact: no adverse health consequences or impacts occurred during the event as the device could be replaced.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. A detailed investigation was performed by an expert from the technical service: the investigation showed that the root cause of this incident was a a defective ventilation unit (vu) mainboard (part n° msp160644 ). The logfile analysis confirmed the technical failures provided by the customer (246041, 1485001, 1446029, 1746004, 446026). These tfs are specific for mainboard issues. The connection of the intellicuff is not related to the incident. After having replaced the mainboard the service technician on-site successfully ran all functional tests including the connection of an intellicuff. The device worked as intended. This case was assessed reportable since the device stopped ventilating and had to be replace during treatment. The replacement of a ventilator is a routine procedure for the medical staff but in a worst case scenario the deterioration of the state of health of the patient cannot be excluded. In the underlying case there was no patient harm.